Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary solution container. The primary tubing set was being used to deliver 500ml of 5% dextrose in water. At an unspecified rate, via a symbiq pump. At an unspecified time, the option-lok male adapter of a secondary tubing set was connected to the proximal clave y-site of the primary tubing set for a piggyback delivery of doxil 38mg/269ml, at a rate of 269ml/hr. It was reported that the medication was red in color. It was reported that the primary solution container was hung lower than the secondary solution container. It was reported that 45 minutes after the delivery started, the patient's wife noted backflow of red colored fluid from the secondary solution container into the primary solution container. At this time, the customer contact reported that the delivery was stopped and the physician was notified. It was reported that the primary tubing set was clamped and the secondary medication delivery resumed. It was reported that after the secondary delivery was complete, the solution from the primary solution container was also delivered. It was reported that there was no change in the patient's blood glucose due to the volume of 5% dextrose in normal saline that was delivered to ensure the patient received the entire dose of medication. At an unspecified time, the patient was discharged to home. The customer contact reported that the patient was instructed to monitor the blood glucose levels for 2-3 hours at home,. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. The lot number of the device that was in use is unknown. A representative device from an unspecified lot is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.